Manufacturer narrative:
Patient information was unavailable from the site at time of this report. A medtronic representative, following-up at the site, reported being unable to replicate the reported issue. Software investigation has not been completed.

Event description:
A site representative reported unexpected behavior that occurred during an ent procedure with their navigation system. While in the navigate step, the surgeon changed instruments on the tracker and when moving the instrument, the software went back from navigate to the register page. The registration was not visible on the screen and the surgeon could not move back to navigate. As this was near the end of the procedure, the surgeon opted to complete the case without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated.